Event description:
It was reported the pt's scs ipg was explanted and replaced due to being inoperable as a result of the pt not charging for several months due to pregnancy. The issue resolved with the surgical intervention and the pt is receiving effective stimulation.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. The claim about: "charging / communication, pt did not recharge" was confirmed: as received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.